Event description:
On march6,2006 the lay user/pt contacted lifescan alleging that the one touch ultra was displaying the battery symbol. The pt stated that the meter was not out of the box, owned the meter for a couple of yrs, tests at least 4 times a day, and have never replaced the battery. The pt was unable to troubleshoot the power issue b/c she did not have a replacement battery. The med affairs specialist spoke w/ the pt on march7,2006 to obtain/verify the following info. The pt first noticed the battery symbol when she last attempted to test on her meter on march6,2006 at 1:30am while experiencing low blood sugar symptoms (shakiness). Based on her symptoms, the pt immediately had some orange juice after the attempted test and was able to resolve her symptoms. Later in the day (10:30am), she attempted to seek diabetes treatment advice from her diabetes educator but was not able to talk w/ her until 1:30pm. The diabetes educator advised her to call lifescan to troubleshoot the issue. The diabetes educator also adjusted her insulin so the pt can avoid hypoglycemia at night. She lowered her supper-time novolog insulin from 11 to 9 units but increased her night time lantus insulin from 9 to 10 units. After the pt got off the phone w/ the customer care advocate, the pt went to an electronic store to replace the battery and discovered that the battery was not properly seated in the battery compartment. The electronic store employee reseated the battery and the pt was able to turn the meter on successfully w/o a battery replacement. The pt reported that she has never been able to open the battery compartment before to loosen the battery. The pt was able to properly administer proper self-treatment for her shakiness; however, this complaint is being reported b/c the pt was unable to test on her meter while experiencing the symptoms.